Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and bowel issues. It was reported that about 6 weeks ago they slipped and fell. Since then their bladder is doing okay, but they have had a return of bowel incontinence. They had to spend some time in the hospital and were not sure if the pain medication they were taking might be causing the issue. It was also noted that they had turned stimulation off and did not notice any changes to their symptoms, so they wondered if the fall could have affected their implanted system in some way. Troubleshooting found that they were still able to sync to the ins, but they did not have access to change programs so no further troubleshooting was done. The patient was redirected to their healthcare provider to further address the issue.